Manufacturer narrative:
There are no allegations of system or device failure. Patient reported receiving excellent pain relief and requested additional relief to a second area.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat right side lower back pain. Patient reported receiving excellent pain relief and requested to have the same therapy on the left side lower back as well. On (B)(6) 2023 a surgical procedure was performed per the patient request to remove one of the right side leads and add a new lead going to the left side of the patient's back. Original implant had a medial and superior lead on the right side only. Post revision placement retains the superior lead on the right side and added a medial lead on the left side. The new lead placements allowed the patient to receive therapy to bilateral lower back areas with a single ipg. During the procedure the original implantable pulse generator (ipg) was damaged and was replaced with a new ipg.